Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had undergone a system implant procedure. One day post the procedure, the patient was found unconscious and emergency measures were taken. The physician performed extrasternum heart compressions, tracheal intubation and injected with medicine but the patient deceased. The cause of death was determined to be acute myocardial infarction. Prior to the surgery, the patient had a third degree atrioventricular block and level 3 hypertension.